Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The chronic totally occluded (cto) target lesion was located in a coronary artery. A 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and was removed. After the device was removed, it was cleaned with some tissue and the stent came off the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged almost across its entire length with struts lifted outwards and bunched towards the middle of the stent profile. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The chronic totally occluded (cto) target lesion was located in a coronary artery. A 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and was removed. After the device was removed, it was cleaned with some tissue and the stent came off the balloon. No patient complications were reported